Event description:
A male pt underwent repair of an abdominal aortic aneurysm on (B)(6) 2014. The device was prepped in usual fashion. While flushing the device some leaking was noted through the captor valve. The sheath did eventually flush despite the leak. The device was inserted in pt according to the instructions for use. There was noted a steady drip of blood from the captor valve. The leaking continued throughout the entire procedure despite efforts to remain control of captor valve. The leak was not at the end but between the clear hub and the white ring. The pt was administered two units of blood due to blood loss through sheath. The graft did deploy in pt as intended.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.